Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, when initiating return movement with load the stapler did not complete the stapling and stopped halfway. The surgeon opened the load, changed it for another, and it still did not work. They had to replace the handle to finish the case. There was no patient injury.